Manufacturer narrative:
A review of mfg. Lot database for the reported lot# 3328968 (mfg. 09/2016) showed (B)(4) units were manufactured, tested, inspected and released. There were no exception documents generated during the lot build. Device return pending.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issue with use of unspecified dialysis set -up/access devices and d1000 tego connector. The initial information received reports approximately two hours after dialysis session "...patient returned (to outpatient clinic) .. With blood on shirt, faulty tego connector was changed." There were no reported adverse patient consequences. Followup in progress.

Manufacturer narrative:
A review of mfg. Lot database for the reported lot# 3328968 (mfg. 09/2016) showed (B)(4) units were manufactured, tested, inspected and released. There were no exception documents generated during the lot build. Device return: one (1) used d1000 tego connector was returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector did note residual blood under the silicone seal. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector leaked, failed the acceptance criteria. The tego connector was than disassembled to perform additional analysis of the internal componentry. The results recorded the seal in the post interface was positioned incorrectly/askew. This condition was the root cause of the leakage.

Event description:
Int'l. ((B)(6)) complaint received reporting leakage issue with use of unspecified dialysis set -up/access devices and d1000 tego connector. The initial information received reports approximately two hours after dialysis session "...patient returned (to outpatient clinic).. With blood on shirt, faulty tego connector was changed." There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return investigation findings.